Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information notes that on oct 27, 2022, the lead was capped and replaced due to lead fracture and noise. The patient was stable.